Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter read inaccurately high compared to another device (bayer breeze2). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2017. The patient reported that the alleged meter inaccuracy began on the afternoon of (B)(6) 2016. The patient reported obtaining blood glucose readings of ¿244 mg/dl¿ with the subject meter and ¿229 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. The patient stated he manages his diabetes with insulin (type and dose unspecified) and claimed he took an increased dose of insulin on (B)(6) 2017 in response to the alleged issue. The patient informed the mss that at an unspecified time on (B)(6) 2017 his spouse found him ¿unconscious¿ and the emergency medical services (ems) were contacted for assistance. During the follow-up call, the patient confirmed he was treated by the paramedics with IV glucose before being transported to hospital and was discharged that evening. The patient claimed his blood glucose was tested on the ems device but the result is unknown. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The subject products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.